Manufacturer narrative:
This follow-up report is being submitted to correct section d3 manufacturer name, city and state, from 3m health care to 3m company.

Manufacturer narrative:
This follow-up report is being submitted to correct section d1 brand name from 3m¿ ranger¿ to 3m¿ ranger¿ blood/fluid warming high flow, section d4 model # from blank to 24355, and section d4 unique identifier (UDI) # from (B)(4) to (B)(4).

Event description:
A user facility alleged 3m¿ ranger¿ blood/fluid warming high flow set, 24355 leaked at the y connector. No patient or staff injury was alleged. No medical interventions were required. The customer later confirmed the device was being used with a pressure device.

Manufacturer narrative:
Based on the problem description a likely cause is a y connector leak. One used sample was received for analysis and the leak was verified at the y connector inlet. Excessive handling or stress put on the y connector tubing connections can result in a leak. A review of the batch record found no deviations that could have caused or contributed to the reported malfunction. 3m¿ will continue to monitor.